Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had anemia (hemoglobin/hematocrit was 7.1/22.8), hypotensive, and acute kidney injury (aki) (creatinine 4.70). The patient was hydrated and given 2 units of blood. Upper and lower endoscopy was performed and found unremarkable. The patient was previously taken off coumadin (warfarin) due to gastrointestinal (gi) bleeding and has remained off anticoagulation with no plans to resume currently. The patient was deemed stable enough for discharge on (B)(6) 2022. Additional information revealed that the patient has had ongoing kidney dysfunction since (B)(6) of 2021 and this was not considered device-related having. Over time the patient's worsening condition required the patient to be transferred to hospice.

Manufacturer narrative:
Section b5: the patient being taken off coumadin due to gastrointestinal bleeding was reported under manufacturer report number 2916596-2022-00709. Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and renal dysfunction could not be conclusively established through this evaluation. The account reported that the patient was admitted with anemia, hypotension, and acute kidney injury (aki). Upper and lower endoscopies were unremarkable, so the source of bleeding was unknown, but it did resolve. They remained off anticoagulation at this time with no plans to resume. The patient¿s renal dysfunction began in (B)(6) 2021 and has experienced progressive dysfunction since then. The patient¿s diuretics were decreased, but the dysfunction worsened despite treatment, and they were transitioned on hospice. Patient symptoms included swelling and shortness of breath. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding and renal dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26jul2018. No further information was provided. The manufacturer is closing the file on this event.